Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient alleged that she was itchy and scratched her skin to the point of bleeding. The patient reported that she consulted her doctor who prescribed a cream to help the irritation. Follow-up indicated that the skin irritation was improving with use of the cream.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.